Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing which was falling into the refractory period. Technical services (ts) was contacted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.